Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0ustg, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the programmer did not work anymore; the screen was blank and"one part" of the programmer turned on but "the other part didn't work." Additionally the programmer did not give "any numbers or anything." During the call, the programmer was not powering on. The patient believed the programmer needed new batteries, but they could not open the battery compartment. Additional information received on 22-sep-2015 from the consumer reported they were not sure how to turn the implant off. However, it was determined that the therapy was off. The patient believed she accidentally turned therapy off for a month or two because she had bladder infections, noting one in (B)(6) and one in (B)(6). An appointment was scheduled for (B)(6) 2015. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that the patient went to the doctor's office and talked to a manufacturing representative (rep). The issue with the patient programmer (pp) not working properly was solved. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.